Event description:
It was noted that the 2000 system displayed a regulator fail error above 100 kv in fluoro mode. It was also noted that the ma filament error signal maxed out to +10 vdc. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Rebuilt system configuration and generator software. Based on the results of this activity recommended that the x-ray tube should be replaced. In house bio-medical staff replaced the x-ray tube and associated components. Completed dinalizer calibration. The system was tested and found to be working as intended and placed back into service.